Event description:
Per the clinic, the patient experienced pain during a MRI. However, the clinician did not follow the manufacturer's instructions for use of MRI. It was also reported that the patient experienced non-auditory sensation after the MRI. The device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.